Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient felt the lead was in an uncomfortable spot. The patient underwent a lead explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.